Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 205 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. However, the customer treated with the manual injection. Customer wishes to that the performed high pressure test. Customer stated that insulin pump was damaged. Customer did not allege pump was under delivering. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly on delivery noted. (B)(4).